Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the shoulder gaining space for some reason. The surgeon took out the poly and swapped to a plus 8 spacer with semi constrained poly in order to reduce the space in shoulder.